Event description:
The international customer reported that the ventilator alarmed and displayed machine and proximal pressure sensors failure. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) confirmed the reported occurrence per diagnostic history review. The fse replaced the data acquisition and power management pcb boards and data acquisition pcb to motor controller pcb cable to address the reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Conclusion / root cause: this power management (pm) board was tested and no failures were identified. This data acquisition (da) board was tested and no failures were identified. This da to motor controller (mc) board cable (date code: 1212) was tested and no failures were identified. The length of the da to mc board cable was increased from 2.63 to 2.88 inches in revision b of this cable, which has been valid from (B)(6) 2009. This report is being submitted as part of the remediation for CAPA (B)(4).